Event description:
Medtronic received information that following the implant of this mechanical valve, the valve leaflets' range of opening movement was less than expected. It was suspected that the cross-valve pressure difference was too great. It was not known if the valve orientation was adjusted by rotation in an attempt to resolve the issue. There were no observed anomalies regarding valve sizing, the implant location or impingement from native tissue or implant-related products. The valve was explanted and replaced with another model mechanical valve of the same size, which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon receipt at medtronic¿s quality laboratory, the valve was visually inspected with no anomalies noted. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. The root cause of the valve leaflets¿ range of opening movement being less than expected could not be determined as the leaflets were dimensionally correct and fully mobile following manufacture and upon return. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.